Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. The connector portion of the lead was returned for analysis. Final analysis found an external insulation abrasion breaching the outer insulation at 11.9cm - 12.1cm from the connector pin consistent with lead friction to the device can. All other damage was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.